Manufacturer narrative:
(B)(4). A sample for evaluation is anticipated but not yet received. A review of the batch record revealed the lot met acceptance criteria for release. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate within the bag. Where in the process the particulate was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation info. Evaluation summary: the reported sample was returned for evaluation. The visual inspection did not identify the reported condition, as no particulate matter was found in the provided sample. Based on investigation findings, the reported issue could not be confirmed and the device operated as intended. Should additional relevant information become available, a follow-up report will be submitted.